Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (600 mg/dl) and diabetic ketoacidosis, identified by healthcare provider as dangerous. Reportedly, cause for elevated blood glucose was an unspecified insulin issue. There were no issues observed with the pump, cartridge or infusion set. Customer was treated with pain medication and intravenous insulin. Customer was discharged on (B)(6) 2019 with the issue resolved and no permanent damage.